Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that once the site was in navigate, the medtronic representative was attempting to adjust the level and width but it was touchy. The surgeon was navigating so he was unable to modify the modality or bit depth. The surgeon wanted to see the blood vessels better. The site was able to proceed with the case. The surgery was completed with navigation and there was no impact on patient outcome.